Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident and the other blood glucose was 293 mg/dl, 394 mg/dl. Customer stated that the insulin pump had priming issues. The customer was treated high blood glucose with drinking a lot of cold water. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that insulin pump did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer reported insulin exited at the quick release. The insulin pump will not be returned for analysis.